Event description:
Had hysterectomy and bladder sling - gynecare tvto - put in in 2009. Had release of bladder sling twenty nine days later. Severe vaginal pain and right leg pain after both surgeries. Had transvaginal tape removed four months later. Was told that tvt had eroded in vagina. Continued with vaginal pain and severe right leg pain. Was told that tvt had damaged obturator nerve and no way to totally remove all of tvt tape as it is permanent. Continued with pain even after physical therapy and tens unit. Set to have nerve block next week for nerve pain. Dates of use: 2009. Diagnosis or reason for use: bladder sling for stress incontinence. Event abated after use stopped or dose reduced: no.